Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported device reset had occurred. Pt experienced syncope and device was approaching elective replacement interval. Upon interrogation the device was noted in software reset parameters. The cause for reset code was possibly from an emi source without radiation exposure. The device was reprogrammed and reinterrogated without further alerts.